Event description:
A report was received that the patient was experiencing discomfort at the clik anchor site. The patient underwent a revision wherein the clik anchor was moved deeper. The patient was doing well post-operatively.